Manufacturer narrative:
It is not known at the time of this report if the dcs will be returned for analysis. A supplemental report will be filed if the device is returned for analysis or when the investigation is completed. It was separately reported that following implant, the patient developed complete heart block, which was treated with implant of a permanent pacemaker. No subsequent adverse patient effects were reported. A separate report has been filed regarding the implant of a permanent pacemaker. (B)(4).

Event description:
Medtronic received information that during deployment and release of a transcatheter bioprosthetic valve, the valve moved into the left ventricular outflow tract due to a build-up of tension in this delivery catheter system. The valve was snared and moved to a satisfactory position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.